Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with damage observed when a patient is externally defibrillated while wearing a lifevest device.

Event description:
A us distributor reported that the patient passed on (B)(6) 2018 in the evening. The patient was wearing the device and was treated. The patient's daughter reported that CPR was performed but they were unable to revive the patient. Per review of the patient's downloaded data, the device entered a treatment sequence at 05:47:20 pm on (B)(6) 2018 pm. The ECG recording indicated that the patient was in vt at 180 bpm. Gel was deployed and the patient was treated while in vt at 05:48:30 pm. The post-shock rhythm was sinus bradycardia at 30 bpm. The device entered a second detection sequence at 05:51:39 pm. The ECG recording showed that the patient's rhythm had been a sinus rhythm at 80 bpm transitioning to vt at 170 bpm. 9 seconds after the arrhythmia was detected a non-lifevest defibrillation shock was delivered. The external defibrillation shock was delivered before the lifevest could deliver a treatment. The shock converted the patient's rhythm to a sinus rhythm at 95 bpm with nsvt. Per the continuous ECG recording, between 05:52:00 and 06:22:57 pm on (B)(6) 2018, the patient experienced 11 additional non-lifevest defibrillation shocks were delivered. The 2nd and 3rd defibrillation shocks were delivered while the patient was in vt for 25 and 34 seconds, respectively. The arrhythmias were externally defibrillated before the lifevest detected or treated the arrhythmias due to a varying amplitude. The patient's rhythm leading up to the 4th through 6th non-lifevest defibrillations were obscured by CPR artifact. A 7th non-lifevest defibrillation was delivered while the patient was in vt. The post-shock rhythm was af at 140 bpm. The external defibrillation was delivered after only 18 seconds of vt, which was before the lifevest could detect or treat the arrhythmia. The patient's rhythm leading up to the 8th non-lifevest defibrillations was obscured by CPR artifact. Atrial fibrillation at 150 bpm was observed following the treatment. Prior to the 9th and 10th non-lifevest defibrillations, the patient's rhythm transitioned to vf. The patient was in vf for 2.5 minutes prior to the 9th defibrillation and another 2.5 minutes prior to the 10th defibrillation. The post-shock rhythm of the 10th shock was a sinus rhythm at 60 bpm with CPR artifact. The vf was not detected by the lifevest due to varying amplitudes of the arrhythmia. The 12th and final external defibrillation was delivered after the sinus rhythm degraded to vf. The patient was in vf for 22 seconds when the external defibrillation was delivered. The vf was not detected by the lifevest due to the varying amplitude of the arrhythmia. The post-shock rhythm was vt at 150 bpm for 10 seconds before degrading to asystole and nsvt. The patient was in asystole and nsvt when the belt was disconnected at 06:22:57pm.